Manufacturer narrative:
The lens was returned in liquid in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Event description:
The reporter indicated surgeon loaded a 12.6mm micl12.6 implantable collamer lens, -13.5 diopter, and noted the lens was wrinkled. The surgeon decided not to use the lens and requested the backup lens, which was implanted with no problem. There was no patient contact and the cause of the lens damage was unknown.

Manufacturer narrative:
Work order search: a work order search was performed. No similar complaints were found. (B)(4)